Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels read as "high." The specific blood glucose values were unknown, but it was noted that they exceeded a threshold level. To address this, the customer administered a correction injection via mdi. Reportedly, the customer changed the infusion set and cartridge before resuming insulin to resolve the issue.